Manufacturer narrative:
The catheter was not returned for analysis, however, videos of the defect were provided to investigators. Based on the videos they were able to confirm the allegation that the guidewire was stuck, the catheter would not fully undeploy and that the catheter was difficult to withdraw were confirmed. However, as the actual device was not returned investigators were not able to determine the cause for the confirmed allegation.

Event description:
It was reported that a farawave catheter presented a guidewire stuck issue and spline bunching. After pre mapping we inserted the farawave and successfully ablated the lspv and lipv. The physician then moved to the ripv and during positioning the splines started bunching up. Was attempted to undeploy and pull the catheter back but it was stuck in the tip of the sheath it appeared as if the wire was caught on one of the splines. The physician then pulled the wire back and we were able to undeploy and pull the catheter out successfully. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter presented a guidewire stuck issue and spline bunching. After pre mapping we inserted the farawave and successfully ablated the lspv and lipv. The physician then moved to the ripv and during positioning the splines started bunching up. Was attempted to undeploy and pull the catheter back but it was stuck in the tip of the sheath it appeared as if the wire was caught on one of the splines. The physician then pulled the wire back and we were able to undeploy and pull the catheter out successfully. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.